Manufacturer narrative:
A manufacturing investigation was performed for the subject device. As received condition of device: the complained product is returned. Product is broken in two pieces, usage marks are visible. All dimensions of the plate received were measured as relevant for the complaint condition, and have fulfilled the specifications. The thickness measurement was performed close to the breakage. During the manufacturing process the thickness and width were inspected in inspection sheet; therefore, the plate was manufactured according specifications. The raw material certificate was checked and it was found that all used raw material fulfilled the specifications. Based on the investigation results, this complaint is rated as confirmed because the plate is broken as claimed by the customer. However, this complaint is rated not valid from the manufacturing point of view since no deviations were found in the manufacturing documentation as well as during the investigation all relevant measurements performed according to the drawing have passed the specifications. Our investigation has shown that product is broken in two pieces, usage marks are visible. We have forwarded the received devices to the responsible manufacturing site for further evaluation with the following results: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The raw material certificates were checked and it was found that the used raw material fulfilled the specifications. All dimensions of the plate received were measured as relevant for the complaint condition, and have fulfilled the specifications. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. We do suppose that the cause of the breakage is the result of a mechanical overload situation. Our investigation shows that all received concomitant parts have wear and tear signs on their surface. There is no allegation reported in complaint description against these parts. By this no further investigation will be performed on these parts. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant parts are: a 1x 280.990 / 9935434 compression screw; 1x 214.838 / l153421 cortex screw; 1x 214.848 / l048788 cortex screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Patient ID/initials, date of birth and weight are unknown. Date of event: unknown. (Therapy date): unknown date in (B)(6) 2017. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: december 18, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a revision surgery was performed on (B)(6) 2017 due to the fracture of a dynamic hip system (dhs) plate. The patient reported having pain and impotence of the right lower limb due to false movement. All broken off pieces were removed from the patient during the revision procedure. The plate broke at the junction between the cephalic screw and cortical screw. The devices were initially implanted in (B)(6) 2017. Concomitant reported parts: cephalic screw (quantity 1); cortical screw (quantity 1). This is report 1 of 1 for (B)(4).